Event description:
It was reported that approximately 6 years and 7 months following the implant of a transcatheter aortic valve, the patient presented with symptoms of heart failure/hemodynamic instability. A computed tomography (CT) scan was performed that revealed the valve had failed due to aortic regurgitation, and pannus/thrombus formation on the valve leaflets. An echocardiogram was performed that revealed severe central aortic regurgitation and possible paravalvular leak (pvl) arising from the inferior left coronary cusp, below the level of the left coronary ostium; however if present, t here is a narrow neck.  Subsequently, a non-medtronic transcatheter aortic valve was implanted and the regurgitation resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.